Event description:
It was reported that patient had experienced a return of patient symptoms especially increased spasticity. Per reporter, patient was undergoing a catheter exploration and possible revision as of the date of this report due to a loss of efficacy. The next day it was reported that the surgeon explored the intrathecal catheter at the pump pocket site and upon exploration, it was determined that the catheter was functioning appropriately. Surgeon received free-flow of fluid from the catheter and was able to aspirate 1-2mls of drug/csf (cerebrospinal fluid). The pump was interrogated intra-operatively and the logs checked, with no warnings or alerts. No additional steps were taken with the pump/catheter system. Patient was being treated with gablofen, 2,000mcg/ml, simple continuous dose of 1 ,794 mcg/day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter model: 8711, serial # (B)(4), implanted: (B)(6) 2007, explanted: unk.